Event description:
It was reported that the patient presented for a new implant procedure. It was noted during implant that the right ventricular (rv) lead's pacing impedance was very high. The new rv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.